Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported during a hip joint procedure, two (2) suturefix ultra xl were pulled out of the bone after they were deployed correctly. The procedure was completed with a back up device. It was necessary to drill another hole because this anchor and pilot hole was small. A curved suturefix drill guide and drill bit of 1.7mm was used to prepare the insertion site. The site was cleared of all debris prior to insertion of the anchor. There was a 10 minute delay. No further complications were reported.